Event description:
During resuscitative efforts staff had to open three resuscitative bags prior to finding one that would connect properly with mask. All three resuscitative kits appeared to be defective in that the adapters which connect the resuscitative bag to mask were missing. Pt ultimately expired.